Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this savion flx guidewire was returned split into two pieces. Visual and microscopic inspection revealed that the guidewire was kinked and detached at the distal section. No additional damages or issues were observed. The clinical observations were confirmed due to the condition of the device.

Event description:
It was reported that the guidewire broke, requiring additional intervention. This savion flx guidewire was selected for use in a percutaneous transluminal angioplasty (pta) procedure of the crural arteries below the knee. This guidewire had a smooth passage to the 20% stenosed, mildly calcified anterior tibial artery with no difficulties obtaining the correct positioning of the guidewire. Then pta was successfully performed with a non-boston scientific balloon over this guidewire. The balloon was removed and was replaced with a larger balloon; however, when advancing the larger balloon, resistance was felt, and it was noted the non-boston scientific catheter was not at the same location as the guidewire. It was then visualized that the guidewire was broken approximately 30cm from the tip. The piece of guidewire was removed via snaring and the procedure was completed using a new guidewire. There were no patient complications.

Event description:
It was reported that the guidewire broke, requiring additional intervention. This savion flx guidewire was selected for use in a percutaneous transluminal angioplasty (pta) procedure of the crural arteries below the knee. This guidewire had a smooth passage to the 20% stenosed, mildly calcified anterior tibial artery with no difficulties obtaining the correct positioning of the guidewire. Then pta was successfully performed with a non-boston scientific balloon over this guidewire. The balloon was removed and was replaced with a larger balloon; however, when advancing the larger balloon, resistance was felt, and it was noted the non-boston scientific catheter was not at the same location as the guidewire. It was then visualized that the guidewire was broken approximately 30cm from the tip. The piece of guidewire was removed via snaring and the procedure was completed using a new guidewire. There were no patient complications.